Manufacturer narrative:
Per the t:slim user guide never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the infusion set during the fill tubing sequence. Reportedly, 31.3 units of insulin had unintentionally been delivered to the customer. Blood glucose level was elevated (250 mg/dl) due to an undisclosed issue. Reportedly, the customer did not bolus due to the amount of insulin that was unintentionally delivered. Customer technical support attempted to obtain further information, but customer declined and called the health care professional. Customer also declined follow-up.